Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 413 mg/dl. Patient's other blood glucose value was 397 mg/dl and 457 mg/dl and 517 mg/dl and 325 mg/dl and 444 mg/dl and 324 mg/dl and 456 mg/dl and 146 mg/dl. The customer experienced symptoms such as difficulty breathing. Customer states new insulin pump was not working .customer states the buttons are very stiff. The customer was treated with insulin pump. The device was not expected to be returned for analysis.